Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model xxxx-xxxx is available in the USA with a 510k number kxxxxxx. We checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide cable broken, the control body leakage, the electrical connector is broken, the remote button cut and the insertion flexible tube (ift) buckled; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure